Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - unknown; implant date - unknown; explant date - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This supplemental report is being filed to relay additional information received on july 22, 2014.

Event description:
It was reported by the patient's legal representative that the patient underwent bilateral hip replacements on an unknown date and subsequently reports undefined complaints for the right side. This report is based on allegations set forth in the patient's notice and the allegations therein are unverified. Further information received (B)(6) 2014: primary surgery right hip: (B)(6) 2007 ((B)(6)). Prosthesis is still in situ. MRI scan of right hip performed in (B)(6) 2012 revealed no abnormality or periarticular fluid collection, however patient experiences increasing levels of pain. This report is based on allegations set forth in the patient's notice and the allegations therein are unverified.

Event description:
It was reported by the patient's legal representative that the patient underwent bilateral hip replacements on an unknown date and subsequently reports undefined complaints for the right side. This report is based on allegations set forth in the patient's notice and the allegations therein are unverified.